Manufacturer narrative:
The reagent lot number was 769249. The expiration date was not provided. The quality control results were acceptable. The customer found the sample probe was damaged. The field service engineer cleaned the sample probe. Multiple precision checks showed no further issues. The investigation determined the service actions resolved the issue. Daily inspection and cleaning of the sample probe is the customer's responsibility.

Event description:
There was an allegation of a questionable ureal (urea) result from the cobas 8000 c702 module. The initial result was 0.9 mmol/l and the repeat result was 9.3 mmol/l. The questionable result was not reported outside of the laboratory. The repeat result was believed correct.